Manufacturer narrative:
(B)(4). The complaint lens was replaced with a zcb00 monofocal lens model of the same diopter. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to the manufacturer. Visual examination showed that the intraocular lens (iol) was cut into pieces and damaged. Inspection with at 12x magnification showed the lens can be identified as a tecnis multifocal because of the presence of a diffractive ring pattern on the optic. Dust particles are present on the optic body. The condition of the returned device is consistent with one that has been explanted. All pertinent information available to the manufacturer has been submitted. Placeholder

Event description:
We received a report that an zmb00 intraocular lens (iol) was explanted from the patient's left eye after he was unable to tolerate the halos, glare and loss of contrast sensitivity of a multifocal iol. In follow up it was learned that there was no incision enlargement nor was a vitrectomy performed. Patient is reported to be ''doing much better''. This file is for the left eye. See 9614546-2014-00122 for the right eye.

Manufacturer narrative:
(B)(4) - explant of intraocular lensall pertinent information available to the manufacturer has been submitted. Placeholder.